Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device after an ablation procedure using a 7f sheath. The ablation procedure used five access sites with one of each size sheath: 5f, 7f, 8.5f, 9f and 12f. Reportedly, during use of the 7f sheath, the prostyle damaged the 5f sheath. It is possible the needle caused the damage. A portion of the 5f non-abbott introducer sheath separated and required use of a snare to remove. The prostyle suture achieved hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. The root cause of the reported difficulties is related to circumstances of the procedure. Based on the information reviewed, it is likely the use of multiple products with the 5 access sites created an interaction between the perclose and the 5f sheath as reported by the ¿it is possible the needle caused the damage¿. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.